Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: persistent severe pain and discomfort in his left hip which has increased over time. Patient suffers and continues to suffer symptoms including, but not limited to, pain, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. Patient's hip also catches and he requires a cane to ambulate. Physicians advised patient that he suffers from elevated levels of cobalt metal ions in his bloodstream due to the failed asr hip. As of (B)(6) 2011, patient's cobalt level was 2.6. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. According to published medical journals, increased presence of cobalt metal ions in the patient's bloodstream can cause significant health problems and the exacerbation of pre-existing conditions while subjecting the patient to increased medical diagnosis and treatments.